Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is reporting coughing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The ventilator was returned to the manufacturer for evaluation. During evaluation, no evidence was found of sound abatement foam degradation/breakdown within the base unit. Dust and dirt contamination inconsistent with degraded sound abatement foam observed throughout device enclosure and airpath suggests a source external to the device.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is reporting coughing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.